Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the one tlc75 device was unpacked and it was noted that staple drivers were up without staples, but the lockout was not activated. Another device was opened by UK affiliate representative. This device will be returned. The rep noted that 6 staple drivers were up without staples but, the lockout was not activated. The knife was in the original position (not moved forward). More info will be forthcoming. There was no consequence to the pt.